Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient had a persona tm tibia, tm persona femoral component and tm primary patella were implanted on (B)(6) 2014 by dr. (B)(6). Patient is experiencing adverse symptoms but the exact symptoms were not relayed. Patient expects he will be revised but is not scheduled at this time. Note that the persona tibial component and femoral component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.